Manufacturer narrative:
An urgent medical device correction notification was provided to all affected customers in 2008, to emphasize important information provided in varian safety, user and maintenance manuals regarding pinch hazards, and to remind customers of the precautions that a user must observe to avoid encountering one of these pinch points. In addition, varian has developed a design enhancement to the exact couch top to mitigate these pinch point hazards. All corrective actions have been reported under the guidelines and corrective action is on-going. The effectiveness of the recall communication indicates that this center received the urgent medical device correction notification, but has not yet received the device modification. No follow-up reports are anticipated.

Event description:
The customer reported, the operator standing on the right-hand side of the couch towards the foot end (pendant end). Another operator moved the couch top forward and the casualty had her had resting under the couch top between the rail and, the carbon fiber beam. The little finger (pinky) on left hand of operator was severed at the tip. The operator was taken to another hospital for examination.